Event description:
On (B)(6) 2012, the distributor contacted animas, alleging that the keypad buttons were unresponsive. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): there was no visible damage to the keypad. The keypad buttons were found to be responding normally to presses. The keypad was removed and contamination was found under all of the button contacts. Unrelated to the complaint, the pump vibration function was not working; the pump was opened and the vibration motor was found to be misaligned. The pump audio tone function was tested and was confirmed to be working appropriately and the pump would still be able to alert the user if the pump were to emit an alarm.